Manufacturer narrative:
Sample analysis: a visual evaluation of the returned product revealed the device engaged within a prowler microcatheter. The implant coil was attached to the delivery pusher. The implant and most distal end of the pusher are protruding out the distal end of the microcatheter. The implant coil is stretched at multiple segments over its length. The most distal lead coil is intact. The microcatheter has no evidence of damage. The device moves within the microcatheter without notable resistance. This device type was not designed to be a stretched resistant coil. The root cause of this incident cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed within this device build.

Event description:
It was reported that during the treatment of a 8mm ica aneurysm, the coil stretched in the microcatheter during positioning. The coil was retrieved using a snare successfully. No harm was reported. Patient information - patient identifier, sex, and weight are not available.